Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the logfile in combination with the technical investigation report confirmed the root cause of this incident was a defective mainboard (msp160382/10 and s/n: (B)(6)). The technician replaced the defective component, upgraded the software version (routine update) and the device functioned as intended again. This case was assessed reportable because the malfunction could - in a worst case scenario - lead to a deterioration of the state of health of the patient. In this case however there was no and no harm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: we received complaint on (B)(6) 2024 that this hamilton-c3 ventilator was turning off in less than a minute, when there was a need for battery operation, due to temporary ac power loss. The batteries (2 available on this unit) were both in good soh. After the power loss, this unit was able to turn on in ventilation software, when the ac power cable was again inserted to a live ac outlet. Also, it was able to pass the preop inspection. The problem was only related to backup power from the batteries. A test with batteries form another ventilator didn't solve the problem. The problem was related to the mainboard with p/n msp160382 (s/n (B)(6)), which had to be replaced.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: we received complaint on 11.11.2024 that this hamilton-c3 ventilator was turning off in less than a minute, when there was a need for battery operation, due to temporary ac power loss. The batteries (2 available on this unit) were both in good soh. After the power loss, this unit was able to turn on in ventilation software , when the ac power cable was again inserted to a live ac outlet. Also , it was able to pass the preop inspection. The problem was only related to backup power from the batteries. A test with batteries form another ventilator didn't solve the problem. The problem was related to the mainboard with p/n msp160382 (s/n (B)(6) ), which had to be replaced.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.